Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient passed out. The cgm was reading 200 mg/dl and the blood glucose reading was 60 mg/dl. The patient´s roommate called emergency medical services (ems) and the paramedics treated the patient with cereal and a protein drink. It was reported that based on the inaccurate cgm the pump released to much insulin and the patient went into hypoglycemia. At the time of the report the patient was normal. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.